Event description:
A report was received that the patient was experiencing burning sensation and pain at the pocket site. The patient was prescribed medicinal patch.

Event description:
A report was received that the patient was experiencing burning sensation and pain at the pocket site. The patient was prescribed medicinal patch.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well post-operatively. The physician did not believe the pocket pain was device or procedure related.